Manufacturer narrative:
Previous report(s) in this series should have contained the following narrative text: "this report is being submitted as part of a retrospective review and remediation for CAPA 564121 per (B)(4)." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, minimum diameter of the access vessel was 5.9 millimeters. The hemoglobin measured 12.4 grams per deciliter (g/dl). Following the implant, a duplex sonography of the right iliac vessels revealed a pseudoaneurysm 1.3 centimeters (cm) that was caused when the access site was punctured for the procedure. Femostop and a pressure bandage were utilized. Intravenous medication was also administered. Of note, the access artery was moderately calcified. As reported the injury occurred with the non-medtronic puncture needle. However, the physician reported that the pseudoaneurysm was probably related to the delivery catheter system (dcs) and causal to the procedure. An echocardiography also identified trace paravalvular leak. Additionally, the day following the procedure, the lowest hemoglobin was 9.4 g/dl. Imaging three days later noted the aneurysm was 1.7 x 1.4 x 1.2 cm. No additional adverse patient effects were reported.

Manufacturer narrative:
Concomitant medical product: product ID l-evprop23-29; product lot/serial number (B)(6); product type: loading system; product ID evproplus-26 ; product lot/serial number (B)(6); product type: heart valve; implant date (B)(6) 2022; product analysis: the product was not returned; therefore, no product analysis can be performed. Conclusion: vascular access related complications, such as pseudoaneurysm, are a known potential adverse patient effect per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Per the physician, the pseudoaneurysm was probably related to the delivery catheter system (dcs) and causal to the procedure, however as no procedural images were provided for review, an assignable root cause of the vascular complication could not be determined and the relationship to the dcs could not be established. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to this event. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. This report was submitted as part of a retrospective review and remediation per d00916038. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which indicated that approximately 2 years following the onset the pseudoaneurysm, ongoing conservative treatment continued.

Event description:
Additional information was received which indicated that additional intravenous administration of pain medication was administered. Ongoing conservative treatment included monitoring by a vascular surgeon.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.